Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient's daughter stated that the patient received an erroneous result when testing with coaguchek inrange meter serial number (B)(4). Between 9 p.m. And 10 p.m., a sample from the patient was tested on the meter, resulting as 5.7 inr. The patient went to the hospital due to the high value. Between 9 p.m. And 10 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.